Manufacturer narrative:
The pump ((B)(4)) was not returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump ((B)(4)); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis, driveline site infection are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition, comorbidities, and patient's medical history, may have contributed; there is no indication that it is related to any device manufacturing, performance issues or procedural issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted and hospitalized on (B)(6) 2015 for treatment of community acquired pneumonia. He reported slight drainage from driveline exit site beginning (B)(6) when there was trauma to it. It was sent for cultures on (B)(6) and grew staph aureus. He was empirically started on IV zosyn and vancomycin on (B)(6). Repeat cultures on (B)(6) were also positive for staph aureus. It was stated from infectious disease consult on (B)(6) that zosyn was discontinued and IV ceftriaxone and oral doxycycline were started. Abdominal ultrasound on (B)(6) was negative for abscess. CT of chest/abdomen from (B)(6) was negative for fluid collection around the driveline. Patient was discharged home on (B)(6) with instructions to complete 14-day course doxycycline for treatment of driveline exit infection and concurrent pneumonia and stop on (B)(6). On (B)(6) was readmitted for sepsis. ID consult (B)(6) notes recent hospitalization and states driveline "does not appear to be infected currently." There were no repeat driveline exit site cultures and no signs of driveline exit site infection noted throughout that hospitalization. On the admission from (B)(6), the patient presented with fatigue, fever, poor appetite, and nonproductive cough. On admission he was on asa 325mg and warfarin 4mg daily; inr was 9.0. On (B)(6) he was administered 2.5mg phytonadione IV. Patient reported not filling doxycycline prescription until (B)(6). He was empirically started on IV antibiotics. Blood cultures sent (B)(6) were positive for staph aureus and was started on broad spectrum antibiotics. Chest CT done (B)(6) and showed 9cm x 4cm x 5cm hematoma. Repeat chest CT (B)(6) showed increased retrosternal and infracardiac hematoma measuring 14.5cm x 4.5cm x 9.1cm. Infectious disease recommended drainage of hematoma. After inr trended down, drain was placed in ir (B)(6); 75ml "thick pus-sanguineous output" was aspirated and cultures were positive for staph aureus. On (B)(6) prior to ir drainage, he was transfused with 4 units ffp. On repeat CT (B)(6) hematoma measured 4.0cm x 8.0cm x 12.3cm. Beginning (B)(6) he required pressor support. On (B)(6) he went to operating room for mediastinal washout. Intraoperative findings included "a very large mediastinal abscess extending from the sternal notch to the level of the xiphoid and also extending to around the lv apex and the lvad pump was encountered." During that procedure he was transfused with 6 units prbcs, 8 units ffp, 1 unit platelets, and 2 units cryoprecipitate. There was no follow-up imaging after surgical intervention. Chest was left open and he was transferred to intensive care unit (ICU). Or specimen was positive for staph aureus. He returned to the or for repeat washouts (B)(6)- he was transfused with 2 units prbcs. He was transfused with 2 units prbcs on (B)(6) as well. The patient became septic with hematoma infection likely incurable. On (B)(6) family decided to transition to comfort care given poor prognosis and futility of further interventions. On (B)(6) patient died after care was withdrawn: vasoactive medications were discontinued, lvad was stopped, and the patient was extubated. Family refused autopsy/explant. No additional information available.